Event description:
It was reported prior to an unk procedure, the universal seal was not set and fell out. Another device was used for the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.